Event description:
It was reported that since implant, the right atrial (ra) lead had increased to high thresholds and had low impedance. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.